Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the[defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted approximately four and a half years later during an upgrade procedure and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the clinician contacted boston scientific technical services (ts) as there was no markers on the presenting electrogram (egm). Ts suggested that a data disk of the device's memory be sent in for analysis to determine why this was occurring. No data disk was received, however a discussion between ts and engineering noted that when this has been seen in the past with other devices, it was due to another episode being stored and insufficient memory could be allocated. Via data within the remote home monitoring system it was determined that there was not another episode being uploaded at the same time. Ts advised the clinician to have the patient attempt another interrogation through the remote home monitoring system and if the makers were present on the egm it would indicate that the issue has self corrected. The clinician contacted ts to inform them that the new interrogation did include an egm with markers and they would continue to monitor the situation. Ts once again advised that a save to disk of the device's memory would be the best way of determining what occurred, to date one has not been received. When reviewing information via the remote home monitoring system, engineering did see two previous faults for single bit memory errors that self corrected, which occurred approximately one and two years ago.